Manufacturer narrative:
The actual device in use during the event is expected to be returned to the manufacturer for further evaluation but has not yet been received. As additional information is obtained, a supplemental report will be issued.

Event description:
It was reported that during an irinotecan infusion, the drug leaked near the ¿y¿ connection or injection point of the set. The exact location was reported to be where the ¿y¿ point is inserted with the infusion set at the junction closet to the patient. There was no patient harm reported. No additional information is known at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for further investigation. A review of the device's history did not reveal non-conformances that may have contributed to a report of this nature. The reported event could not be confirmed. No additional information is known at this time. Device available for eval: no.